Event description:
The patient had implantable neurostimulator lead revision surgery to attain better coverage. The lead was replaced caudally with a new lead of the same model. When the patient woke up from surgery, she was unable to move her right leg. The hcp then removed the entire system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.